Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2019-00342, 3002806535-2019-00344. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Left knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to tibial loosening.

Event description:
Left knee revision due to unknown reasons.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Unique identifier (UDI) number: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection. Device history record (DHR) was reviewed and no discrepancies were found. Visual inspection of the returned parts indicated sub-optimal cementing technique and uneven integration of the bone cement with bone tissue. Extruded bone cement that was not removed during surgery was observed on both lateral and medial smooth edges of the tibial tray. Scratches observed on the bearing surfaces of all components indicated that third body particles may have been present within the joint space. This was further supported by the presence of pits and deep scratches on the meniscal bearing. However, the exact root cause of the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial left knee procedure. Subsequently, the patient was revised due to tibial loosening.